Manufacturer narrative:
The manufacturer's service representative performed an on-site investigation. The generator program file disk was replaced and the technique processor was sent for repair. No further info is available.

Event description:
The customer reported that the 9600 system would not boot up. No pt injury was reported.